Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was the patient reported since implant, the therapy had never worked for them, though they'd tried different programs. They were having botox injections right now instead which they confirmed were working for them. The patient needed an MRI of their head but lost their programmer so they were in the process of getting the programmer replaced. MRI compatibility was reviewed with the patient. They stated they were "over" the ins and wanted to have it removed. They weren't sure if they'd have a programmer by their MRI appointment on wednesday ((B)(6) 2022) so they'd probably have to cancel the appointment. The patient was offered to send a courtesy email to the field to see if there'd be an opportunity for a manufacturer representative to deliver a programmer to the facility so they might still be able to have their appointment but the patient was doubtful their managing health care provider (hcp) would be able to assist with the issue. The patient was g oing to follow up with their hcp about discussing removal of the implanted system. Additional information was received from the patient representative. Every time they go to have MRI they are not able to put the device into MRI mode. Today when the facility went to put the device into MRI mode they got a message that said call your clinician. They were asked what else the message said and they didn't know. They said, this is all they conveyed. Caller wanted to know what would cause this because when they have been at the doctor's office before they could shut off stimulation. It has been like six times they have tried to get an MRI. Troubleshooting was unable to be performed as the caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Patient has a doctor's appointment next week. Thepatient was not a good candidate for the device. Switching programs wasn't realistic for the patient. The therapy was too complicated for the patient. They are having the device removed at the end of the month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.